Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus delivery. The blood glucose reading was 600 mg/dl. Insulin exited with a fixed prime and the infusion set cannula was not bent. The customer changed his infusion set and declined further troubleshooting. The insulin pump was not replaced or returned for analysis.